Manufacturer narrative:
The hawkone was returned for analysis. No other ancillary devices were included. The hawkone was removed from the bag and visually inspected. The distal assembly laser drilled coil segment showed a gradual curve throughout the component. The cutter assembly was located at the distal end of the cutter window. The cutter driver was in the off position. Functional testing: the thumb-switch was pulled back and the cutter assembly retracted back into the cutter window as intended. The thumb-switch was advanced with the cutter driver powered on and encountered resistance after the cutter advanced approximately 0.3cm from the cutter window. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone to treat a plaque lesion with little calcification in the left mid sfa. The artery had a diameter of 4mm and little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.014" non-medtronic guidewire. The vessel was not pre-dilated. After first pass the physician was unable to get thumbswitch to advance to pack device. Several attempts were made to pack by pumping thumbswitch on and off but still would not pack. The cutter head was stuck at cutter window and would not advance. The device was removed from body, cleaned, flushed and tested on the back table but still would not pack. The physician is unsure if the cutter was inside or outside of the housing during removal from patient. Forward tension was kept on the thumb switch while removing the device so the cutter driver would not come on and cutter head would not rotate. The motor would turn on and off, the cutter head just would not advance past the cutter window when trying to advance thumb switch. There were no unfamiliar sounds emitted by the cutter and the distal tip did not appear damaged. Another device was opened to complete the procedure. The vessel was post dilated. No patient injury was reported.